Event description:
It was reported that the right ventricular (rv) and right atrium (ra) leads were nicked by the cautery device during a procedure. The rv and ra leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. The outer tubing overlay was melted. Apparent explant damage was noted. (B)(4) the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. The proximal conductor was distorted and the outer insulation was breached/cut. Apparent explant damage was noted.